Event description:
A distributor in another country, reported that there were scratches on a mr290 chamber.

Manufacturer narrative:
This report was prepared by rep. The device was not received, but photographs of the complaint device were available. Results & conclusions: please see attached report "mr290 impact cracks" for details of failure investigations". Unfortunately this report was inadvertently omitted from the retrospective summary report 9611451-2007-00013.